Event description:
(B)(4) .I have a abcess from tooth nerve pains from that also a cough sore throat everytime I cough sneeze I have stabbing pains where my tubes are which the essure is located and its so painful.